Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that system had low battery voltage. There was no delay to the procedure and no impact on patient outcome.

Event description:
Medtronic received information regarding an imaging system being used in a sacroiliac and thoracolumbar procedure. It was reported that system had low battery voltage. There was no delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The battery was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue could not be confirmed. The battery passed the bench test at room temperature. The visual inspection resulted in normal scuffs from normal use. There was no expansion, leaking, fusing or corrosion. No failure was found. If information is provided in the future, a supplemental report will be issued.